Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped on the ground. The customer reverted to a backup pump as an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.